Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a leak occurred just below the safety clamp "that fits into the alaris pump". There was no report of patient harm.